Event description:
The patient was treated in the marionette lines, upper lip, and tear troughs with juvederm and experienced bruising in the upper lip, swelling in the jowls, pain in the lower half of the face, and itching in the upper lip. The bruising, pain, and itching resolved after 2 weeks. The swelling had gotten better but has not resolved. The physician prescribed prednisone 4 days after treatment. The patient requests that allergan not contact the treating physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 12/23/2008.